Event description:
It was reported that the patient had loss of atrial capture at the follow-up visit, and the atrial lead was dislodged. The lead was repositioned and remains in use. The patient is part of the test-no test implantable cardioverter defibrillator trial (tnt ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.